Manufacturer narrative:
Corrected fields: b5 (information inadvertently omitted from the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. There was no procedural delay and the intended procedure was completed using a replacement device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had leakage from the insertion section. Inspection and testing of the returned device found the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the adhesive around the objective lens was peeling, water tightness was lost due to a pinhole on the universal cord, the bending section rubber was scratched, the adhesive on the bending section rubber was chipped, the universal cord was dented, and bending in the up direction was out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.